Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump is dispensing insulin during the load cartridge step. The reporter indicated that the patient is disconnected from the pump when attempting the load cartridge step. This is being reported based on the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Investigation revealed that the force sensor is out of calibration. The pump was opened and a force sensor circuit component was found to be shifted on the printed circuit board. Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).